Manufacturer narrative:
Additional narrative: no patient involvement was reported. (B)(4), lot number unknown. Device was neither implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were multiple missing screws in an evaluations set. Set was never used or sterilized. Trays never entered operating room suite. Missing screws in trays were discovered when tote was opened to check condition of trays. There was no patient involvement. This report is for one (1) 5.0mm locking screw. (B)(4).